Manufacturer narrative:
Device passed a21 error test and displacement test. No unexpected a21 alarm or reset time/clock anomaly after change battery noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The blood glucose level was 65 mg/dl. The troubleshooting was performed. Customer reports they were able to clear the alarm. The customer was able to complete rewind. The alarm was occurred shortly after inserting a new battery. The customer was advised to remove the current battery from the insulin pump and insert a new battery and the insulin pump alarmed pump error. The customer declined to troubleshoot for low blood glucose. The customer was advised that the pump will need to be replaced. The customer was advised to monitor the pump and that patient may continue to wear the pump until a replacement arrives. The insulin pump will be returned for analysis.